Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a overstitch 2-0 polypropylene suture was used during a endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. According to the complainant, during the procedure, the physician used excessive tension, and the suture broke outside the patient. The procedure was completed with another of the same device and lot number. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.